Manufacturer narrative:
(B) (4). The driver was returned for evaluation. The break off portion of the set screw and tip were discarded at the hospital. Visual examination confirmed approximately 3mm of the tip had broken off and not returned for analysis. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow consistent with torsional overload during usage. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the driver broke off during surgery. The driver broke off in one of the setscrews during final tightening. Another driver was used to complete the surgery without further incident. No patient complications were reported.